Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 478 mg/dl (strips from first vial, same unknown lot) and 122 mg/dl. (Strips from second vial, same unknown lot) no adverse event was reported. Return of suspect strips from the second vial was requested and replacement was sent.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.